Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, the harmonic ace had a dislocated jaw. There was no fragment that fell from the instrument and inside the patient. A backup instrument of the same kind was used, and the procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the site did not have any missing piece of the broken instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting a dislocated jaw on harmonic ace instrument, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device returned. The instrument has not yet been received for failure analysis testing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of bent clamp arm to be related to the customer reported complaint. Visual inspection was performed, and the instrument was found to have a bent clamp arm. Additionally, the instrument was found to have blade damage. The blade exhibited mechanical indentations. The instrument was connected to the in-house harmonic ace generator and an error message was observed. The instrument was found to have teflon pad damage on the clamp arm. No material appeared to be missing. Furthermore, the instrument has been evaluated by the engineering failure analysis team: based on logs, the instrument was used for about hour. Given the mechanical indentations and other damage seen on the instrument, this failure is typically attributed to mishandling.

Event description:
Refer to h10/h11 for follow-up information.